Event description:
On 4/14/2008, baxa was notified by a customer that they had 2 pt adverse events. Customer reported upon initiation of the tpn solution (tpn #1), the pt started to acutely sob and became febrile 5 minutes after the start of the tpn. A rapid response team was called and the pt was transferred to micu for critical care mgmt. Albuterol and atrovent treatments were initiated upon transfer to ICU. The following morning, pt had improved. Tpn was restarted the following evening without incident. Pt transferred out of ICU on a month before. Upon stopping the tpn infusion, pt's symptoms resolved almost immediately. Pt did not experience any long-term injury or illness relative to this event.

Manufacturer narrative:
Both pts upon the next day's tpn infusion of the same order experienced no adverse events. Based on an eval of the documentation associated with this event, it was concluded that the mm12 compounder along with the abacus software functioned as designed and delivered the requested volume of ingredients. Based on our eval & compounding facilities investigation, the cause of these events is unk.